Manufacturer narrative:
During the analysis of the lead, it was observed that the insulation was damaged due to friction. This damage is very likely to be the cause of the clinical complaint. This damage is caused by stress on the lead during an extended period of time. It is suspected the location and characteristics of the friction caused significant mechanical stress on the lead while implanted. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. All other damage at the lead fragments is probably a result of the explantation process. There were no indications of material or manufacturing defects.

Event description:
Ous MDR - after an implantation time of approximately 30 months, a pacing impedance <200 ohms was reported. No adverse patient side effects were reported.